Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners during visual inspection. Compromised forces sensor system alarmed during prime alarm tests due to moisture damage in faulty force sensor system. The pump was received with moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and broken reservoir on the insulin pump. The customer's blood glucose reading was 543 mg/dl. The customer treated with manual injection. The customer stated that she thought her reservoir leaked into the reservoir compartment. The customer stated that the pump was exposed to moisture in the past with no moisture visible in the pump. The customer was assisted in performing a self-test. The customer stated that the self-test passed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.